Manufacturer narrative:
Clarification to b3. Date of event: 2021 was reported. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, g2, h3, h6.

Event description:
Patient reported "rupture". Then healthcare professional reported "implant is completely torn and deformed. With the liquid inside". Then healthcare professional reported "capsule with fibrosis" and "necrosis inflammation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for an unknown side. Device remains implanted. Device will not be returned.